Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# 0215273560 serial# n/a implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type catheter. Product ID 8781 lot# 0215273560 serial# n/a implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type catheter. Patient code: c76143 no longer applies to this event. Eval code-result: code 2182 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced symptoms of baclofen withdrawal, increased spasticity and stiffness. On (B)(6) 2019, the pump was replaced and the pump segment of the catheter as it appeared that the catheter was kinked in the back. The reported issue and patient symptoms were resolved following replacement surgery. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that surgical intervention was planned for (B)(6) 2019. No further complications were reported and/or anticipated.

Event description:
Additional information received from a foreign hcp via a clinical study indicated that the device diagnosis was updated to "pump motor stall" (note: this conflicts with the previous report that no motor stalls were recorded).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID: 8781, lot# 0215273560, serial# n/a, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8781, lot# 0215273560, serial# n/a, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign health care provider (hcp) via a clinical study. It was reported that the pump was not infusing. The patient had no medication during this time and reported a deterioration in her condition during this time. The device disposition was unknown. The event resulted in in-patient hospitalization. The date of the refill where the volume discrepancy was discovered was (B)(6) 2019. The etiology of the event was related to the device or therapy and not related to the implant procedure. The pump was delivering medication via flex dosing. The cause of the event was unknown. The event resolved without sequelae on (B)(6) 2019. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 1000 mcg/ml at 148 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient came in for a refill. They expected to get out 3.7mls from the pump but instead they got 20ml. The logs were checked and there was no motor stall recorded. There were no reported patient symptoms. Surgical intervention had not occurred, but was planned. It had not been scheduled yet. There were no further actions/interventions that were taken. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified no significant anomalies; the sutureless connector was damaged at explant. Analysis did identify a "set" or permanent bends in the catheter body, but no kinks were confirmed. Fdm updated. Fdr updated. If information is provided in the future, a supplemental report will be issued.